Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and treatment were not reported. The patient was hospitalized for the event. At the time of the report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.